Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet displayed an error instructing a restart, and later showed an ¿unable to proceed¿ message during tubing fill that was resolved after replacing an old cartridge; the event is consistent with an occlusion or complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device issue consistent with a complete blockage at the tube, which resolved with use of a new cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.